Event description:
As reported by the sales rep per the user facility: nurse reports: "when I pulled the pt's IV out, the catheter had come apart from the hub and the catheter was barely sticking out of the pt's arm. I was able to grasp the catheter and pull it out without any further problems. Pt was unaware of incident. IV had been placed without any difficulty." No pt injury. Additional info provided by the user facility indicated the catheter was removed intact without incident. The pt suffered no additional adverse sequela associated with this incident.

Manufacturer narrative:
A partial sample consisting of the catheter hub was returned for evaluation. The detached catheter was discarded and not returned with sample. The internal stainless steel funnel used to lock the catheter into the hub could clearly be seen and was intact. No portion of the catheter remained inside the hub. Although no inventory remained of the reported lot, twenty-five unused samples from current inventory were subjected to a pull test of the catheter to hub joint until failure using a tensile force tester. All samples exceeded the minimum joint separation design specification and passed the pull test. The partial sample and all available info has been provided to the actual MFR.